Event description:
Patient reported during his treatment on (B)(6) 2011 he had received an alarm detected in the cassette warning. Patient was unable to clear the message so he canceled his treatment. Upon removing the cassette, patient stated that it leaks fluid out. Patient also stated that the inside of the cycler was wet as well. Of note: the patient notified the nurse the day after and was reportedly fine. The patient continues this treatment without further incident.

Manufacturer narrative:
Device history lot review: the lot is unknown. Sample analysis: no sample was available for evaluation. Conclusion: the reported complaint is unconfirmed. Event data to be trended per quality data analysis procedure.